Event description:
The customer contacted baxter's service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during dwell. The home patient (hp) said there was no solution in any of the bags so they connected a new heater bag. The technical service representative (tsr) explained and assisted the hp to end therapy. The tsr advised to let the registered nurse (rn) know about reconnecting another heater bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2012 and she said she was able to resume therapy after starting over with new supplies. She did contact her nurse and understood about not reusing supplies. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.